Event description:
Additional information was provided regarding this event. The event occurred during the disinfection process in the endoscope washer. The user facility received an error message, therefore, tested the scope and there was no insufflation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (evis exera iii colonovideoscope) is an olympus loaner asset that was returned by the customer for insufflation channel being clogged. There was no report of patient harm associated with this event. During incoming inspection, it was determined the nozzle was clogged with a black foreign material. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Neither air nor water at the output of endoscope was observed due to a clogged nozzle. In addition to the finds reported in the event section, due to wear of angle wire, bending angle did not meet the standard value. The bending section cover glue was worn. Light guide lens was cracked. The plug unit was damaged. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.